Event description:
It was reported that during a colectomy procedure, placed the device on the bowel and began to close the instrument. Noticed that the tissue retaining pin was not aligned properly with the hole. Took the instrument off the bowel, re-seated the cartridge, and continued the firing process. Everything lined up correctly and seemed to fire normally. However, upon removing the stapler, noticed the staple line was not intact and none of the staples showed any sort of "b" formation. They were all completely straight. Another stapler was opened and fired with everything working normally. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.